Manufacturer narrative:
Device used for treatment not diagnosis. Hulsmans, m., et al (2016) anteroinferior versus superior plating of clavicular fractures, j shoulder elbow surg, 25: 448-454. This report is for an unknown screw (non-locking )/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following article: hulsmans, m., et al (2016) anteroinferior versus superior plating of clavicular fractures, j shoulder elbow surg, 25: 448-454. Country of article: the netherlands. This was a retrospective analysis of 99 patients who underwent an open reduction and plate fixation as treatment for clavicular fractures. There were (2) treatment groups, 39 patients were treated with anteroinferior plate fixation and 60 patients received superior plate fixation. The purpose of this study was to determine the optimal plate position comparing implant-related irritation and the proportion of plate removal in patients with clavicular fractures undergoing plate fixation by an anteroinferior approach or a superior approach. The primary outcome parameter was implant-related irritation. The groups did not differ significantly in age, gender, or affected side. The only significant difference was seen in the length of the plates used in both groups, measured in number of holes, with a significantly longer plate length in the anteroinferior group. Implants used in the patients treated with the anteroinferior plate fixation include the va-lcp anterior clavicular plate (depuy synthes bv, amersfoort, the netherlands). Implants used in the patients treated with the superior plate fixation include the nonlocking screws (depuy synthes bv). Complications: superior plating group [implanted with unknown screw (non-locking)] serious injuries infection - treated with antibiotics (3 pts). Nonunion (1 pt). Implant irritation (19 pts). Implant-removal related to implant-related irritation (22 pts). This report is 3 of 4 for (B)(4). This report is for unknown plate (va-lcp anterior clavicular), unknown screw (non-locking), unknown quantity and unknown lot number.